Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin infection while wearing an abbott diabetes care (adc) device with symptoms described as inflammation and pus at the insertion site. As a result, the customer disinfected the area, drained the pus, and applied a plaster. There was no report of death or permanent impairment associated with this event.